Event description:
Rep reported that the surgeon feels the pt had very low pressure and that is why the valve was not working for him. Proximal and distal catheters were patent, as was the valve.

Manufacturer narrative:
Upon completion of the investigation a f/u report will be filed.